Manufacturer narrative:
(B)(4). Other devices used: catalog #00597206635, nexgen prolong all poly patella, lot #62716074. Catalog #00596203212, nexgen lps-flex prolong articular surface, lot #62671966. Catalog #00576401551, nexgen lps-flex gsf option femoral component, lot #62773671; manufactured at zimmer (B)(4). No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Single-use, sterilized devices manufactured or distributed by (B)(4) are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient was revised due to infection.